Event description:
Procedure: total knee replacement on (B)(6) 2014. The instrument has a cracked. The cracked did not propagate any further. Used a same like a product to complete the case. There was no delay during the procedure. No ae to the patient. No medical reports or operative notes available. No photo or x-ray available. No further information available.

Manufacturer narrative:
Examination of the submitted impactor confirmed the fracture initiation along the slot that connects with the universal handle. The root cause is attributed to misuse through misalignment. The flat of the impactor exhibits gouging indicating the impactor was not properly aligned prior to impaction. No evidence was found indicating product error was a contributing factor. Based on the performed investigation, the need for corrective action was not indicated. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned for evaluation. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient x-rays were provided. Review of the device history records did not reveal any related anomalies. Based on the information received and investigation performed, the root cause of the need for revision is unknown. It is not possible to determine if there was a manufacturing fault. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.